Manufacturer narrative:
Product complaint # (B)(6). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number. Tmmmpm. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6). Please perform and document the follow-up attempt for product return. We regularly contact with sale rep about the device returning. H3 evaluation: the product was returned to ethicon for evaluation. One bottom tyvek with a foil packet was received for analysis. Product code . As per visual inspection of the sample received, the tyvek was examined, and a portion of the primary packet was caught in the seal area, this caused the suture cannot to be removed from the packet. In addition, the seal area was examined under 20x magnification, and the integrity of the packet was not compromised based on the information currently available, the primary packet in the overwrap seal was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2024 and suture was used. The suture did not come out from the pack when the package was opened. Further details are not provided. There were no adverse consequences to the patient. Upon receipt and analysis, it was observed a portion of the primary packet was caught in the seal area and caused the suture dispensing issue.